Event description:
Cryoablation procedure performed (B)(6) 2014 with no complications. On (B)(6) 2014, paroxysmal atrial fibrillation was temporarily observed after the procedure; it disappeared spontaneously. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, the patient visited the department of respiratory medicine of the hospital. The patient's pulse at the time was 140 bpm, however, no abnormality was pointed out. No intervention was given. Chest x-ray from (B)(6) 2014 did not show any enlargement of the cardiac silhouette, change in the silhouette of the pulmonary vein nor pleural effusion. No change was observed in the patient's condition since the time the patient had been in the hospital and then discharged. On (B)(6) 2014, the patient had a cardiopulmonary arrest at home and was urgently taken to a hospital. The patient passed away in the hospital. No postmortem examination was conducted as per family request. The cause of the cardiopulmonary arrest remains unknown.

Manufacturer narrative:
Corrected information:no eval explain code.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.